Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in e4. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of pd-any device-(separation, break) was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
Additional information was received and indicated the impella pump placed for support was explanted. The patient was successfully weaned and reported to have survived at the time of explant. Section d6b has been updated accordingly. Further information confirmed the patient's weight (77.0 kg) as initially reported.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via the axillary artery graft site to support the 39 year old male patient who had been admitted in with indication of cardiomyopathy, presenting in scai stage e shock. The patient had previously been supported by an impella cp but was in need of care escalation. Prior to pump placement the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. While on support and console exchange the team had a defective purge cassette. There was a break that caused a purge fluid leak and the team replaced the cassette without any harm or injury noted. Support continues. The purge cassette damage and replacement will be conservatively reported for the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.